Event description:
It was reported that the ventilator performed restarts during use. There were no patient health consequences reported.

Manufacturer narrative:
The affected device, manufactured in december 2013, is not under a service contract; the local dräger s&s organization was not involved in examination and repair of the device. There were neither replaced parts nor the log file of the affected device available for the investigation of the event. It was reported that the hospital¿s biomedical department replaced the internal battery and the power supply unit which solved the reported issue. Based on the available information it was neither possible to identify the root cause of the reported restarts nor to verify the reported issue. It was stated that the power supply unit was faulty due to long time use prior to the time of event. The internal battery is a spare part; it shall be checked in regular intervals and replaced in a two-year cycle as stated in the instruction for use. It was reported that the exchange of the battery was not performed at the specified interval of every two years. The device clearly indicates via dedicated leds and corresponding alarm message (¿int. Battery activated¿) whether it is being operated on mains or battery. Residual capacity is being displayed continuously and, during discharge of the internal battery depletion alarms will be generated. The customer stated that the device alarmed for battery related alarms before the restarts, however the user didn't take any actions immediately. The device software performs a battery test procedure in the background in regular intervals to calculate the battery status and the runtime forecast. If a particular test instance fails due to a faulty or depleted battery this may trigger a reboot of the entire device. During a reboot sequence the airway pressure will be released to ambient, and the device posts an alarm to alert the user about the reboot. After a typical period of 12 seconds the reboot will be completed, and the device resumes ventilation with previous settings. Dräger concludes that the lack of maintenance was a contributing factor in the event. The user is also advised to perform a battery test during the daily pre-use check - disconnect mains and observe either the continuation of operation or a battery fail alarm. This test is able to detect an overaged battery. The number of similar cases, related to device restarts, is within the expected range of the respective risk assessment and thus accepted.